Event description:
It was reported that the zimmer meshgraft ii was producing a graft that was uneven and the holes were tearing too much. Additional clinical follow up with the hospital indicated that there was an unk amount of increased surgical time. An alternate device was available to complete the planned procedure. There was no report of medical intervention.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.